Manufacturer narrative:
(B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle of the bd safe-clip¿ needle clipping & storage device "will not go into the hole on the safe clip needle clipper". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Sample was returned for evaluation. Returned to manufacturer on 10/17/2018. Customer returned (1) bd blue/black safe-clip. Customer states the needle will not go into the hole on the safe clip needle clipper. Returned safe clip was examined under microscope and observed to have the cutting hole not blocked with needles. Needles were able to be cut using the received safe clip, hence, the alleged defect could not be confirmed. DHR could not be performed as the lot number was not provided. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle of the bd safe-clip needle clipping & storage device "will not go into the hole on the safe clip needle clipper". There was no report of exposure, injury, or medical intervention.